Event description:
Crm received info that this atrial dextrus lead was found to be dislodged one day after implant. Therefore, a revision procedure was performed. Efforts to reposition the lead were unsuccessful as the lead would not stay affixed. The physician elected to explant the lead and made a cut in the insulation to advance a guide wire to gain access for removal. A new lead was implanted without further incident.